Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Based on additional information. An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 27 march 2015. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The distal portion of the stem showed indications that the cement mantle had likely undergone degradation, allowing the stem to move in the proximal-distal direction within the cement mantle. The mar report concluded: the stem broke in fatigue in the distal region of the stem. There were indications of likely cement mantle breakdown. The base metal was a (B)(4) consistent with an astm f1586 material. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant could not determine the root cause of the event. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of this event could not be determined, insufficient information was provided. There is no evidence that the event was manufacturing or material related. Further information such as further x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Update per email: "the initial date of implant should be 1998."

Event description:
The sales rep has reported on behalf of the customer that a patient presented at hospital with pain. The customer has reported that movement and x-ray allegedly demonstrate a fractured stem. The customer has reported that the stem was first implanted in 1996 and was explanted on (B)(6) 2015.